Event description:
It was reported that during the implant procedure the physician was unable to place the lead without causing diaphragmatic stimulation, even after multiple attempts. The lead was removed and the physician decided to use a smaller lead and move to a smaller vein. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).